Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded battery tube, corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unit received with cracked case (battery tube) and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that there was crack behind the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.